Event description:
It was reported that despite activated pacer detection, pacer spikes are recognized as qrs and no asystole alarm is triggered. The device was in use and asystole was detected too late. The customer would like to activate the pulse source as an additional alarm to the electrocardiogram (ECG) to increase patient safety. It was reported in recent months, there have been 2-3 patient incidents in which asystole was detected too late. The additional events are reported in manufacturer report numbers 9610816-2023-00012 and 9610816-2023-00016. It was indicated that medical intervention was sought; however, no details were provided. The patient outcomes are unknown. The customer has been informed to notify philips immediately as the log data is no longer available for review. A good faith effort (gfe) was completed to acquire additional information about these events, but the respondent indicated the customer did not give additional information. No functional tests were completed because the customer did not provide additional information. Based on the information available, the reported problem is not confirmed and the cause of the reported problem is unknown. It is unknown how this issue was resolved. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that despite activated pacer detection, pacer spikes are recognized as qrs and no asystole alarm is triggered. The device was in use and asystole was detected too late. The customer would like to activate the pulse source as an additional alarm to the electrocardiogram (ECG) to increase patient safety. It was reported in recent months, there have been 2-3 patient incidents in which asystole was detected too late. The additional events are reported in manufacturer report numbers 9610816-2023-00012 and 9610816-2023-00016. It was indicated that medical intervention was sought; however, no details were provided. The patient outcomes are unknown. The customer has been informed to notify philips immediately as the log data is no longer available for review.